Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The patient's blood glucose reading was 274 mg/dl. The customer stated that she keeps getting button error alarms and is not able to clear them. The customer stated that the o-ring in the reservoir compartment broke off. The customer stated that the pump was exposed to health and sweat. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unexpecting number ramping during testing. No moisture damage found on the electronics, motor, battery tube and vibrator noted. The insulin pump received with broken reservoir tube lip, missing reservoir o ring, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked battery tube threads.